Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon has been inflated and was deflated in the as-returned state. A long longitudinal balloon burst was observed over the entire length of the balloon. Several scratches were observed in close vicinity to the distal end of the tear which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of predilated lesion in the mid rca. During inflation, when the nominal 10 atm was reached, a balloon rupture occurred. Subsequently, a dilatation of the stent was confirmed by angiography. Although the lumen was secured, the expansion was insufficient, so re-expansion was performed using a high-pressure balloon catheter.